Event description:
The physician was treating a male who presented with a left middle cerebral artery (mca) stroke. The physician used an l5 retriever and opened the mca with one pass. The clot came off the retriever during the retrieval process and occluded the anterior cerebral artery (aca). The physician tried for several hours to access the aca, but was unable to do so. This event possibly contributed to worsening of the patient's condition. The patient had a nihss score of 26 two days after the procedure.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The manufacturing records for retriever l5 devices that were shipped to the site, lot numbers 32309, 32352, 32359, 32428, 32868, were reviewed and no anomalies were found that are related to this complaint.